Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure with no device malfunction and did well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site and difficulty charging her ipg due to its location. The patient will undergo a revision procedure wherein the ipg will be replaced per physician¿s preference and will be relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site and difficulty charging her ipg due to its location. The patient will undergo a revision procedure wherein the ipg will be replaced per physician¿s preference and will be relocated.